Event description:
There was no cardboard on top of the trays, the tape adhered to the trays, and when opening up the case the two top trays have holes in them.

Manufacturer narrative:
The device involved in the reported incident may not be available for evaluation. An investigation has been initiated based upon the reported info.